Manufacturer narrative:
Updated information: h3 changed to yes. H6 component code changed to g07001. The investigation for the impella defective alarms has been completed. There were no defects found within the console when investigating the reported impella defective alarm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex and impella cp were inserted femorally to support the 55-year-old female patient who had been admitted in with cardiomyopathy and in need of bipella support. The patient had presented in scai stage e shock. Prior to the pump support the patient was on inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. The pump was supporting when on day 8 there were controller alarms. The defective alarm occurred after movement with the patient being bathed and there was a purge cassette change. The team was unable to choose a p level after the defective alarm, and so the team made decision to replace the console. The same defective alarm occurred without the capability of choosing a p-level. The pump was explanted. The impella cp had already been explanted. The aic alarm and replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. The rp flex explant had no reported consequence to the patient, and the patient survived.

Event description:
Clinical narrative update: during the investigation the manufacturer determined both aic will be investigated. The first aic was swapped out for a second and the aic issue was not resolved. The two aic will be investigated. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. Prior clinical narrative: an impella rp flex and impella cp were inserted femorally to support the 55 year old female patient who had been admitted in with cardiomyopathy and in need of bipella support. The patient had presented in scai stage e shock. Prior to the pump support the patient was on inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. The pump was supporting when on day 8 there were controller alarms. The defective alarm occurred after movement with the patient being bathed and there was a purge cassette change. The team was unable to choose a p level after the defective alarm, and so the team made decision to replace the console. The same defective alarm occurred without the capability of choosing a p-level. The pump was explanted. The impella cp had already been explanted. The aic alarm and replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The rp flex explant had no reported consequence to the patient, and the patient survived.

Manufacturer narrative:
B1 and b5 updated. Corrected data: during investigation it was determined that the h6 coding did not accurately reflect the clinical impact of the event. The original coding indicated revision/replacement; however, further assessment confirmed the event resulted in a delay in therapy and did not require an invasive procedure. Based on this clarification, the event was reclassified as a malfunction with delay in therapy, and the h6 coding was updated accordingly to reflect the appropriate severity. The investigation is still ongoing.

Manufacturer narrative:
Upon review of engineering team d4 catalog, lot, serial and UDI were revised. The device was returned d9 was updated.